Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had issues with air bubbles in reservoir and infusion sets. The customer's blood glucose at the time of incident was reported to be 430mg/dl. The customer states there are no air bubbles during priming, but after a few hours, the bubbles appear in the reservoir and tubing. It was reported that per the customer's request, the device is being replaced.